Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On november 1st, a patient undergoing surgery had an IV catheter inserted. The needle core was removed without a needle guard, and the sterile infusion connector at the tail end was connected to a 10-milliliter syringe. The fixation was inadequate. A new IV catheter was immediately replaced.

Manufacturer narrative:
Investigation results: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the complaint defect cannot be determined due to the lack of defective samples for further testing and analysis.

Event description:
No additional information.